Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified evaluation: an empty opened box, a detached needle, a dispensed suture and five unopened samples of product were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under magnification for suture remnant and none was noted. Additionally, there were slight marks on body that appeared to be by use of surgical instrument. The suture end was examined and there wasn¿t sufficient impression at the swage end, resulting in the needle pull off. In the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area noted to be as expected. The sutures were dispensed without problems and examined along the strands with no defects or damages found. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the opened sample, the assignable cause of the damaged product is a light swage defect. This defect is caused when the press is not tightened correctly and causes the swage area to weaken on the needle/suture. Per the conditions of the five representatives samples, no attachment defects were found, and the tested sample met the finished goods requirements.

Event description:
It was reported that an animal underwent an unknown animal surgery procedure on (B)(6) 2019 and a suture was used. During surgery, the needle separated from the suture as the doctor was applying the needle to subcutaneous tissue. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.